Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit had a loop air leak and the maintenance mode test. Thre was no patient harm reported.

Manufacturer narrative:
Event site state and postal code: (B)(6). It was reported that the cs100 intra-aortic balloon pump (iabp) unit, there was a loop air leak during use, and the maintenance mode test. A getinge field service engineer (fse) stated it is found that the driving valve group and the safety disc are leaking and need to be replaced. In order to resolve the issue replacement of the defective part (safety disk assy and manifold drive) was done and is delivered for use. There was no personal injury.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) unit, there was a loop air leak during use, and the maintenance mode test. There was no personal injury.